Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they went to their doctor because they were having pain at the site of the bladder stimulator. Patient wanted to know if it was possible that after a certain period of time the stimulator can cause pain in that area. Patient stated the pain was almost like an ache and it is not set too high as far as they know. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient on 2026-feb-13. The patient reported that their previous implant was causing them pain so that the doctor moved their implant from right side to left side.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.